Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the 3cg stylet was fractured was confirmed. One photograph was provided for investigation. The photo showed the distal end of a 3cg stylet in a plastic bag. The conductive epoxy tip was visible at the distal end of the stylet. A severe kink or break was observed in the polyimide tubing. The stylet appeared to be continuous. It could not be determined if a complete break existed in the polyimide tubing and core wire. The damage was observed after removing the 3cg stylet from the PICC. Kinking of the polyimide tubing may have been a potential contributing factor; however, the exact cause of the reported event could not be determined from the photograph. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury". A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that after removing the 3cg stylet from the PICC line it was noted that the stylet wire was fractured towards the end. No harm to patient was done. Inserter states wire was not cut during PICC trimming. Complainant states was not present and cannot confirm if it was cut or not.